Event description:
It was reported that bd plastipak¿ luer-lok¿ syringe plunger was incorrectly positioned. This was discovered before use. The following information was provided by the initial reporter: syringe with plunger displacement problem.

Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ luer-lok¿ syringe plunger was incorrectly positioned. This was discovered before use. The following information was provided by the initial reporter: syringe with plunger displacement problem.